Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.5/1/101 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens had tore before/during loading, after opening the vial, the lens was stuck in cartridge or injection system and tore during injection/delivery into the eye. Intraoperatively the lens was removed with no patient injury. The cause of the event was reported as unknown.